Manufacturer narrative:
Received one new list #146870489, primary plum set, clave secondary port, clave y-site, secure lock, 103 inch; lot #4973168 the new sample packaging was examined and there were no tear or holes. The bag was submerged and leak tested per 64.master-301 and there were no leaks or holes noted. As received the new sample also had sticky smooth residue on the tip of the piercing pin under the cap. There were no other anomalies noted on any of the sets a potential cause of the condition confirmed on sample received is related to a machine/tool failure. Based on an infrared spectrum analysis performed to the sample received, substance matches in 97% with hydraulic oil. A potential oil leakage is the hypothesis analyzed for this report. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was received for evaluation. Investigation is pending.

Event description:
The event involved a plumset that the customer reported mold or some foreign substance found in the spike prior to use. There was no patient involvement and no adverse event. This captures the first of two events.